Event description:
It was reported to boston scientific corporation in 2009, that a jagwire was used during a cysto-gastrography procedure performed seven days prior. According to the complainant, pigtail catheters (manufacturer unk) were being placed using a double guidewire in order to drain a large cyst. The physician found it extremely difficult to deploy the stent. After the procedure, the staff found that the guidewire was stripped and believed this to be the cause of the difficulty. The procedure was completed with the same jagwire. There were no pt complications reported as a result of this event. Several attempts to obtain additional details regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.